Event description:
It was reported that the inflatable penile prosthesis stopped working. The patient experienced discomfort due to the device not working. The physician reports that apparently there was a leak of fluid in the reservoir which resulted in the inability to inflate the prosthesis. The physician noted that the tube connecting the pump to the reservoir was most likely disconnected. When he checked the patient, he felt the deflated reservoir outside the inguinal ring and stated that, due to the suspected fluid leak, the reservoir had likely migrated through the inguinal ring.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis stopped working. The patient experienced discomfort due to the device not working. The physician reports that apparently there was a leak of fluid in the reservoir which resulted in the inability to inflate the prosthesis. The physician noted that the tube connecting the pump to the reservoir was most likely disconnected. When he checked the patient, he felt the deflated reservoir outside the inguinal ring and stated that, due to the suspected fluid leak, the reservoir had likely migrated through the inguinal ring.